Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, no image occurred due to fluid on the scope connector and the electronic component, such as printed circuit board (pcb) in the scope connector, was corroded/malfunctioned. Fluid invasion was likely caused by a leak tester tube/ethylene oxide (eto) cap was attached/detached in water, and that the tube/cap was attached/detached with water on outer surface of the scope connector, inside the tube or its connection area or inside the cap. In addition, it is likely that the components were pressed by some external stress, and subsequently, the charged-coupled device -cable was broken. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦ warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warning and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system" ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchovideoscope was generating a chip error and there was no image transmission. The issue was found during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a b30 (scope communication error) occurs. In addition, the evaluation found the scope connector cover unit was deformed, the plug unit has corrosion due to water leakage, there was no electrical continuity due to damage on distal end, due to wear of the angle wire, the bending angle in the up direction does not meet the standard value. Adhesive on the bending section cover has wear, due to adhesive peeling of the distal end, the distal end was not secured, and the connecting tube is deformed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.